Manufacturer narrative:
Event date: (B)(6) 2016. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A synergy¿ stent was advanced for treatment. However, prior to deployment, the stent came off the balloon mid vessel. The device was not retrieved due to the risk of dissection. No patient complications were reported.